Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) and the pod was reportedly leaking while worn on the abdomen for between 5 and 24 hours. The pod was removed and was given insulin utilizing intravenous therapy for treatment. An injection was also administered to reduce the acid levels. The patient was discharged from the hospital after approximately two days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.